Event description:
Information received reported that the adapter connector pins were broken and bent. Recharger and adapter cables were completely frayed.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown product type recharger h3. Device analysis found the adapter cable frayed, cut/broken, and inside cables exposed. Adapter port pins broken/bent. H6 codes belong to the desktop charger (37761). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.